Event description:
It was reported that during surgery at the user facility, the blade vibrated off of the micro oscillating saw and fell into the surgical site. The blade was removed by hand. The procedure was completed successfully using back-up equipment. A delay of thirty minutes was reported, requiring the use of additional anesthesia. No other medical intervention or adverse consequences were reported.

Event description:
It was reported that during surgery at the user facility, the blade vibrated off of the micro oscillating saw and fell into the surgical site. The blade was removed by hand. The procedure was completed successfully using back-up equipment. A delay of thirty minutes was reported, requiring the use of additional anesthesia. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Upon disassembly for visual inspection, it was noted that the blade mount assembly was damaged.